Event description:
Reportedly, sample of sizers were cracked or crazed and returned for eval.

Manufacturer narrative:
Eval summary: cylindrical end and the replica end exhibit crazing at polysufone plastic connection to the handle rod. Both ends are detached from the rod. A missing polysufone plastic section, at the cylindrical rod connection, measures to approx 6m wide by 1cm long.